Event description:
During a percutaneous transluminal angioplasty (pta) to the pulmonary artery the balloon was reported to have ruptured. The vessel characteristics are unk. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced to the lesion, and the balloon was inflated using an indeflator. However, the balloon ruptured at six atmospheres. Therefore, it was withdrawn from the pt's body. The product was prepared and clinically used as per the IFU. There was no reported pt injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well, including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event.